Event description:
It was reported that during an implant attempt, the lead experienced positioning difficulties and high/unstable thresholds. The lead was not used. A new lead of a different model type was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on all conductors (not obstructed).